Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having problems with their stimulation on the day of the report. On (B)(6) 2017 impedances were checked, and high impedances of over 40,000 ohms were on contacts 0,2, 6, and 7. The manufacturer representative was able to reprogram the patient to have 100% coverage. After reprogramming, the patient stated that everything was back to normal. The patient does not remember falling lately or any trauma of any kind which may have resulted in the issue. The issue was resolved at the time of the report. No surgical interventions was planned or performed at the time of the report. There were no patient symptoms or complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a manufacturer representative. It was reported that the patient weighed approximately (B)(6) pounds at the time of the event, and that he is not a very big man. Clarification of the statement that the patient was having ¿problems with their stimulation¿ indicated that the patient thought that it wasn¿t working as well as it had in the past and he needed an adjustment. The patient was not receiving adequate stimulation coverage prior to being reprogrammed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.